Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and this resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes reappeared, which they acknowledged and understood.